Event description:
The dental implant fx4012swc was removed on (B)(6) 2020 due to failure to osseointegrate 5 months and 9 days after implantation. The patient has no significant medical history. The doctor noted local infection and periodontal disease during explantation. The patient has recovered without complications.